Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly developed a rash and blisters under the rear therapy electrodes and under her breasts. Follow up indicated that the rash improved with the patient's physician recommendation that she only wear the lifevest at night and that she use hydrocortisone cream.